Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model #: 1420 / catalog #: 1420/ expiration date: 03-dec-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 31-dec-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged to a backup controller, and during the exchange it was also reported that a power source could not connect to power port 2. The ventricular assist device (vad) coordinator inspected the port and found bent pins on power port 2. In addition, it was noted that a red alarm adapter was unable to connect to the controller. The patient was later exchanged to a new controller. The two controllers were removed from service. No patient complications have been reported as a result of this event.